Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states that patient with complicated history (ibs, vitamin d deficiency, fibromyalgia, ptsd, asthma, colon spasm) was being treated for suspected gallstones and planned lap cholecystectomy when formal ultrasound revealed 8.8 cm pseudopapillary tumor in head of pancreas. Patient underwent a whipple procedure with portal vein resection and transverse colectomy. On post op day 8, patient was brought back for exploratory laparotomy, colon resection, and colostomy due to leak from anastomosis. Seven days later, patient underwent another exploratory laparotomy following CT which revealed possible abscess and a biliary leak and so wash out and drainage were undertaken. Patient underwent a colostomy takedown six months later and developed wound drainage the following month."